Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an in-clinic follow-up. Upon interrogation, it was noted that left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lead was explanted and replaced. Patient was in stable condition.